Event description:
On 18th may, 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the upper cover of the headlight was cracked and the particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the upper cover of the headlight was cracked and the particles were missing. We decided to report the issue in abundance of caution as any particles falling off into a sterile field or a during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to crack in cover, resulting in missing particles. We have received information that the device was not being used for patient treatment at the time when the event occurred. Comparing the install base and the number of complained devices with a similar issue to the investigated one, we conclude that the occurrence rate is very low. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, indicin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. From review and investigation by the subject matter expert at the manufacturer, it would appear the involved zone was probably exposed to detergents and disinfectant solutions and the edges were damaged by prolonged exposure to cleaning agents, as the damaged area corresponds to a liquid retention zone. These aspects indicate that cleaning agent residues may have had a negative reaction on plastic surfaces leading to their degradation. The concentration of chemical products and the stagnation of substance residues on the surfaces are therefore considered the main factors leading to the deterioration of surfaces and weakening of plastic¿s durability. To avoid degradation of the shell cover it is recommended by the manufacturer to respect the contact time of the cleaning agent to the device¿s plastic surfaces and to wipe with a dry cloth, making sure no liquid residue is left on the device after cleaning. The user manual mentions also performing a daily inspection in order to check the presence of paint chips, impact marks or other damage. To prevent a similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectant solutions, high concentrations, prohibited products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident would have been avoided. The correction of d4 serial # deems required. This is based on the additional information that has been received. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6).

Event description:
Manufacturer reference number : (B)(4).